Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with error code 803:02 was confirmed in the event history review but not duplicated during evaluation. The assignable cause could not be determined at this time. Additional: the user interface module master software version is 7.01.00, categorized as unremediated. A service history review revealed that the device has not been serviced prior to this event. A device history review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that the device has not been serviced prior to this event. A device history review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which an overinfusion occurred. The device was set to infuse at 10 milliliters/hour at 15:24 and the infusion was stopped at 18:39. When an attempt was made to reinsert the patient giving set the pump alarmed failure 803:02. This report is being sent for the 803:02 failure. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.